Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving a "drug cocktail" (specific drugs were unknown) via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018. It was reported a volume discrepancy occurred. The actual residual volume (arv) was greater than the expected residual volume (erv) at refills. The volumes were unknown. A dye study was done about a month ago and there were no issues found. Two weeks ago, the patient was seen, and a volume discrepancy was noted; volumes were unknown. A roller study was planned for (B)(6) 2018. No symptoms were reported. No further complications were reported.